Event description:
Pt with suspected viral myocarditis had been on ECMO for approx 60 hours. Tech/nurse noted air in the ECMO circuit and blood leaking from the membrane oxygenator. Pt was removed from ECMO in order to exchange the ECMO machine, during which time the pt had to have CPR initiated (since the pt has no electrical activity while off ECMO). CT imaging performed two days after the event indicated embolic events in the brain bilaterally. Three days later, the pt was removed from ECMO at the request of family members and expired.